Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to communicate with the external devices. Reprogramming was initially able to establish communication. Later, the patient's ipg again failed to establish communication with external devices. Troubleshooting was attempted to no avail and the ipg was deemed inoperable. Surgical intervention may occur to address the issue.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.